Event description:
It was reported to the MFR that the vns pt's device could not be interrogated. Notes were received from the office in which the pt was indicated to have experienced an increase in seizure activity since 2008. Follow-up revealed that the increase was not related to vns therapy as the therapy has proven beneficial for the pt's seizure activity. The cause of the increase is most likely due to stress or other external factors. It was also indicated that the pt's device was believed to be at end of service since the programming system functioned properly with other pt's devices. A battery life calculation has been performed on the pt's device that revealed the device is most likely at end of service. Diagnostic tests performed during (B)(6) 2009 were within normal limits. The reported increase in seizures event has been determined to be unrelated to vns therapy. The generator's suspected end of service condition is most likely the root cause for the reported failure to program event. It was later noted that during the generator replacement surgery, the pt's lead was noted to no longer be on the nerve, so a full revision was performed. Good faith attempts to obtain additional info are in progress. The explanted device was said to not be returned to the MFR for analysis as it has been discarded by the hospital.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.